Manufacturer narrative:
Customer reported 2 implants on the same guarantee form; product will be kept with file (B)(4) as it was returned in 1 sterile pouch. Please see file # (B)(4) for line item 1- jr.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 13. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.